Event description:
It was reported that they were unable to interrogate even with different programmers. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: pke225280h hybrid - analysis found the device had no telemetry and no output. Arcing occurred and created a low impedance path across the battery. The battery depleted causing the device to lose function and telemetry.